Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection of the lead found ptfe coating of the guidewire and the inner coil to be offset and damaged in multiple locations throughout the lead body consistent with damage occurring at the time of procedure. It was impossible to measure the s-curve region due to condition of lead as received. The reported event of the guidewire being unable to be removed from the lead was confirmed. The cause of the reported event was isolated to the ptfe coating of the guidewire and the offset and damaged inner coil in multiple locations throughout the lead body.

Event description:
During the implant procedure, the guidewire could not be removed from the left ventricular (lv) lead. The lead was exchanged and a new lv lead was implanted. The procedure was completed successfully and the patient was stable with no consequences.